Event description:
On (B)(6), customer reports to product monitoring via phone that during an unk procedure on a male pt, system lost ability to fluoro. Facility rebooted the system; however system was unable to fluoro. Physician completed the procedure without fluoro without incident. No injuries were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.